Event description:
The reporter stated, the surgeon inserted an eyeonics lens and the lens tore. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated, it was the surgeon's opinion that the likely cause of the iol damage was due to the mtc-60c fp cartridge.

Manufacturer narrative:
Evaluation results: a cartridge lot number search was performed and no similar complaints were found.